Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented at clinic due to patient alert. Securesense episodes were observed due to bigeminy. Reprogramming was performed. Patient condition was good before and after the event.